Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during repositioning of the impella cp the sterile sleeve was torn. It appeared possible that the device was not removed from the anchoring system prior to repositioning. The site is intact with angle-matching gauze and leg immobilizer. The cp has been successfully weaned and removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for product damage (sterile sleeve damage) has been completed. No product was returned for investigation. Clinical information stated that the pump was likely repositioned without detaching from the anchor. The patient also had a knee embolizing on the impella leg. The root cause of the sterile sleeve damage was most likely use related. B.7 information was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12517. E.4 should have been left blank on the initial submitted manufacturer device report number 1220648-2024-12517 as it is unknown if the initial reporter also sent the report to the FDA. H.6 code 2199 and 2385 were entered incorrectly on the initial manufacturer device report number 1220648-2024-12517. New codes were added.